Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service for the past 12 months. The customer issue of air in line error was confirmed through visual inspection as the air in line detector sensor was found to be damaged. The sensor and downstream occlusion (dso) seal were replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for an air in line alarm, during device evaluation, a damaged air in line sensor was found. There was no patient involvement.